Manufacturer narrative:
This event was previously reported as malfunction, however, it should have been reported as a serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found batter high resistance. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 5 mg/ml at 3.6 mg/day, clonidine with an unknown concentration and unknown daily dose, and bupivacaine with an unknown concentration and unknown daily dose via an implantable for an unknown indication for use. It was reported that the patient¿s pump went into premature elective replacement indicator (eri). When the pumps serial number was checked, it was noted that it was manufactured during the period in 2011 when some synchromed pumps have exhibited reduced battery life. There were no reported environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. It was reported that the pump was replaced. There were no reported patient symptoms. At the time of this report is was noted that the issue was resolved. The patient status at the time of this event is alive ¿ no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).